Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and dyspareunia ("severe dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate my bladder from the uterus since it was embedded') and device expulsion ('device migration/ essure embolization coils noted in the uterus.') In a 33-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cephalgia on (B)(6) 2014, obesity on (B)(6) 2013, elevated bp, pre-eclampsia, dizziness, blurred vision, pap smear abnormal, type 2 diabetes mellitus, papilloma viral infection, thyroid disorder, fetal death in utero, intrauterine growth retardation, high risk pregnancy, uterine dilation and curettage, peritoneal adhesions, premature baby, cesarean section and scar (scar tissue of previous c-section.). Previously administered products included for an unreported indication: ortho micronor 28 from (B)(6) 2013 to (B)(6) 2013, pyridoxine, aspirin, tylenol, pantoprazole, depo-provera and prenatal vitamin. Concurrent conditions included vesicovaginal fistula since (B)(6) 2017, vomiting since (B)(6) 2017, syphilis since (B)(6) 2014, tuberculosis since (B)(6) 2014, thromboembolism since (B)(6) 2014, trauma since(B)(6) 2014, unspecified breast disorder since(B)(6) 2014, unspecified disorder of liver since (B)(6) 2014, uterine rupture since (B)(6) 2014, viral hepatitis since (B)(6) 2014, anesthesia since (B)(6) 2012, ovarian cyst, benign essential hypertension, transient hypertension of pregnancy, unspecified deficiency anemia, chlamydial infection nos, gestational diabetes, glucose tolerance abnormal, nausea, pap smear abnormal, cervicitis human papilloma virus, diabetes, transient hypertension of pregnancy, pain chest, gallbladder removal, liver enlargement, chronic headaches, smear cervix abnormal, corpus luteum cyst, urine output decreased, shoulder pain, incisional drainage, bowel obstruction, abdominal distension, respiration rate increased, blood in urine, anorexia, atelectasis, acute cystitis, right upper quadrant pain, cloudy urine, ache, shortness of breath, diaphoresis, dilated stomach, pulmonary embolism, urinary tract infection, dysuria, bladder incontinence, hypothyroidism, pelvic adhesions, hemorrhagic ovarian cyst, hyperkeratosis, abdominal pain lower, flatus and edema abdomen. Family history included breast cancer (maternal grandmother and paternal aunt.) And cervical cancer (maternal grandmother.). Concomitant products included levothyroxine since (B)(6) 2014 for hypothyroidism as well as estradiol (B)(6) 2014 to september 2017, hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen from (B)(6) 2014 to (B)(6) 2017 and venlafaxine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse)not able to have a sex for a year and half"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menstrual disorder, dyspareunia, menorrhagia, depression, anxiety and abdominal pain outcome was unknown, the pelvic pain and back pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously date of essure insertion was given as (B)(6) 2014 and now (B)(6) 2014. 2 coils were seen on the left. He had to separate my bladder from the uterus since it was embedded. Date: (B)(6) 2017. Discrepant information: essure coils visualized and appear to b e normal position without migration or kinking. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right and left fallopian tubes appear to be occluded. There is no abnormal filling defect in the uterine cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure embolization coils noted in the uterus, anxiety, abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. Previously reported device migration event updated as essure embolization coils noted in the uterus. New events embedded device, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, abdominal pain and lower back pain were added. Product information, explant date of essure and indication were added. Patient¿s demographics were added. New reporters were added. Concomitant drugs and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate my bladder from the uterus since it was embedded') and device expulsion ('device migration/ essure embolization coils noted in the uterus.') In a 33-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cephalgia on (B)(6) 2014, obesity on (B)(6) 2013, elevated bp, pre-eclampsia, dizzy spells, blurred vision, pap smear abnormal, type 2 diabetes mellitus, cervicitis human papilloma virus, thyroid disorder, fetal death in utero, intrauterine growth retardation, high risk pregnancy, uterine dilation and curettage, peritoneal adhesions, premature baby, multiple cesarean sections and scar (scar tissue of previous c-section.). Previously administered products included for an unreported indication: ortho micronor 28 from (B)(6) 2013 to (B)(6) 2013, pyridoxine, aspirin, tylenol, pantoprazole, depo-provera and prenatal vitamin. Concurrent conditions included vesicovaginal fistula since (B)(6) 2017, vomiting since (B)(6) 2017, syphilis since (B)(6)2014, tuberculosis since (B)(6) 2014, thromboembolism since (B)(6) 2014, trauma since (B)(6)2014, unspecified breast disorder since (B)(6) 2014, unspecified disorder of liver since (B)(6) 2014, uterine rupture since (B)(6) 2014, viral hepatitis since (B)(6) 2014, anesthesia procedure since (B)(6) 2012, ovarian cyst, benign essential hypertension, transient hypertension of pregnancy, unspecified deficiency anemia, chlamydial infection, gestational diabetes, glucose tolerance impaired in pregnancy, nausea, pap smear abnormal, cervicitis human papilloma virus, diabetes, transient hypertension of pregnancy, pain chest, gallbladder removal, liver enlargement, chronic headaches, smear cervix abnormal, corpus luteum cyst, urine output decreased, shoulder pain, incisional drainage, bowel obstruction, abdominal distension, respiration rate increased, blood in urine, anorexia, basilar atelectasis, acute cystitis, right upper quadrant pain, cloudy urine, ache, shortness of breath, diaphoresis, dilated stomach, pulmonary embolism, urinary tract infection, dysuria, bladder incontinence, hypothyroidism, pelvic adhesions, hemorrhagic ovarian cyst, hyperkeratosis, cramp in lower abdomen, flatus and edema abdomen. Family history included breast cancer (maternal grandmother and paternal aunt.) And cervical cancer (maternal grandmother.). Concomitant products included levothyroxine since (B)(6) 2014 for hypothyroidism as well as estradiol (B)(6) 2014 to september 2017, hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen from (B)(6) 2014 to (B)(6) 2017 and venlafaxine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse)not able to have a sex for a year and half"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menstrual disorder, dyspareunia, menorrhagia, depression, anxiety and abdominal pain outcome was unknown, the pelvic pain and back pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously date of essure insertion was given as (B)(6) 2014 and now (B)(6) 2014. 2 coils were seen on the left. He had to separate my bladder from the uterus since it was embedded. Date: (B)(6) 2017. Discrepant information: essure coils visualized and appear to b e normal position without migration or kinking. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right and left fallopian tubes appear to be occluded. There is no abnormal filling defect in the uterine cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure embolization coils noted in the uterus, anxiety, abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate my bladder from the uterus since it was embedded') and device expulsion ('device migration/ essure embolization coils noted in the uterus.') In a 33-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cephalgia on (B)(6) 2014, obesity on (B)(6) 2013, elevated bp, pre-eclampsia, dizzy spells, blurred vision, pap smear abnormal, type 2 diabetes mellitus, cervicitis human papilloma virus, thyroid disorder, fetal death in utero, intrauterine growth retardation, high risk pregnancy, uterine dilation and curettage, peritoneal adhesions, premature baby, multiple cesarean sections and scar (scar tissue of previous c-section.). Previously administered products included for an unreported indication: ortho micronor 28 from (B)(6) 2013, depo-provera, pyridoxine, prenatal vitamin, pantoprazole, tylenol and aspirin. Concurrent conditions included vesicovaginal fistula since (B)(6) 2017, vomiting since (B)(6) 2017, syphilis since (B)(6) 2014, tuberculosis since (B)(6) 2014, thromboembolism since (B)(6) 2014, trauma since (B)(6) 2014, unspecified breast disorder since (B)(6) 2014, unspecified disorder of liver since (B)(6) 2014, uterine rupture since (B)(6) 2014, viral hepatitis since (B)(6) 2014, anesthesia procedure since (B)(6) 2012, ovarian cyst, benign essential hypertension, transient hypertension of pregnancy, unspecified deficiency anemia, chlamydial infection, gestational diabetes, glucose tolerance impaired in pregnancy, nausea, pap smear abnormal, cervicitis human papilloma virus, diabetes, transient hypertension of pregnancy, pain chest, gallbladder removal, liver enlargement, chronic headaches, smear cervix abnormal, corpus luteum cyst, urine output decreased, shoulder pain, incisional drainage, bowel obstruction, abdominal distension, respiration rate increased, blood in urine, anorexia, basilar atelectasis, acute cystitis, right upper quadrant pain, cloudy urine, ache, shortness of breath, diaphoresis, dilated stomach, pulmonary embolism, urinary tract infection, dysuria, bladder incontinence, hypothyroidism, pelvic adhesions, hemorrhagic ovarian cyst, hyperkeratosis, cramp in lower abdomen, flatus and edema abdomen. Family history included breast cancer (maternal grandmother and paternal aunt.) And cervical cancer (maternal grandmother.). Concomitant products included levothyroxine since (B)(6) 2014 for hypothyroidism as well as estradiol (B)(6) 2014 to (B)(6) 2017, hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen from (B)(6) 2014 to (B)(6) 2017 and venlafaxine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse)not able to have a sex for a year and half"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,psych injury"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menstrual disorder, menorrhagia, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously date of essure insertion was given as (B)(6) 2014 and now (B)(6) 2014. 2 coils were seen on the left. He had to separate my bladder from the uterus since it was embedded. Date: (B)(6) 2017. Discrepant information: essure coils visualized and appear to b e normal position without migration or kinking. Plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right and left fallopian tubes appear to be occluded. There is no abnormal filling defect in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint, proceed with follow-up 7. On 9-jan-2020: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate my bladder from the uterus since it was embedded') and device expulsion ('device migration/ essure embolization coils noted in the uterus.') In a 33-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cephalgia on (B)(6) 2014, obesity on (B)(6) 2013, elevated bp, pre-eclampsia, dizzy spells, blurred vision, pap smear abnormal, type 2 diabetes mellitus, cervicitis human papilloma virus, thyroid disorder, fetal death in utero, intrauterine growth retardation, high risk pregnancy, uterine dilation and curettage, peritoneal adhesions, premature baby, multiple cesarean sections and scar (scar tissue of previous c-section.). Previously administered products included for an unreported indication: ortho micronor 28 from (B)(6) 2013 to (B)(6) 2013, depo-provera, pyridoxine, prenatal vitamin, pantoprazole, tylenol and aspirin. Concurrent conditions included vesicovaginal fistula since (B)(6) 2017, vomiting since (B)(6) 2017, syphilis since (B)(6) 2014, tuberculosis since (B)(6) 2014, thromboembolism since (B)(6) 2014, trauma since (B)(6) 2014, unspecified breast disorder since (B)(6) 2014, unspecified disorder of liver since (B)(6) 2014, uterine rupture since (B)(6) 2014, viral hepatitis since (B)(6) 2014, anesthesia procedure since (B)(6) 2012, ovarian cyst, benign essential hypertension, transient hypertension of pregnancy, unspecified deficiency anemia, chlamydial infection, gestational diabetes, glucose tolerance impaired in pregnancy, nausea, pap smear abnormal, cervicitis human papilloma virus, diabetes, transient hypertension of pregnancy, pain chest, gallbladder removal, liver enlargement, chronic headaches, smear cervix abnormal, corpus luteum cyst, urine output decreased, shoulder pain, incisional drainage, bowel obstruction, abdominal distension, respiration rate increased, blood in urine, anorexia, basilar atelectasis, acute cystitis, right upper quadrant pain, cloudy urine, ache, shortness of breath, diaphoresis, dilated stomach, pulmonary embolism, urinary tract infection, dysuria, bladder incontinence, hypothyroidism, pelvic adhesions, hemorrhagic ovarian cyst, hyperkeratosis, cramp in lower abdomen, flatus and edema abdomen. Family history included breast cancer (maternal grandmother and paternal aunt.) And cervical cancer (maternal grandmother.). Concomitant products included levothyroxine since (B)(6) 2014 for hypothyroidism as well as estradiol (B)(6) 2014 to (B)(6) 2017, hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen from (B)(6) 2014 to (B)(6) 2017 and venlafaxine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse) not able to have a sex for a year and half"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,psych injury"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menstrual disorder, menorrhagia, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously date of essure insertion was given as (B)(6) 2014 and now (B)(6) 2014. 2 coils were seen on the left. He had to separate my bladder from the uterus since it was embedded. Date: (B)(6) 2017. Discrepant information: essure coils visualized and appear to b e normal position without migration or kinking. Plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right and left fallopian tubes appear to be occluded. There is no abnormal filling defect in the uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure embolization coils noted in the uterus, anxiety, abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post removal complication were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and dyspareunia ("severe dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate my bladder from the uterus since it was embedded'), device expulsion ('device migration/ essure embolization coils noted in the uterus.') And genital haemorrhage ('bleeding: general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cephalgia on (B)(6) 2014, obesity on (B)(6) 2013, elevated bp, pre-eclampsia, dizzy spells, blurred vision, pap smear abnormal, type 2 diabetes mellitus, cervicitis human papilloma virus, thyroid disorder, fetal death in utero, intrauterine growth retardation, high risk pregnancy, uterine dilation and curettage, peritoneal adhesions, premature baby, multiple cesarean sections and scar (scar tissue of previous c-section.). Previously administered products included for an unreported indication: ortho micronor 28 from (B)(6) 2013 to (B)(6) 2013, depo-provera, pyridoxine, prenatal vitamin, pantoprazole, tylenol and aspirin. Concurrent conditions included vesicovaginal fistula since (B)(6) 2017, vomiting since (B)(6) 2017, syphilis since (B)(6)2014, tuberculosis since (B)(6) 2014, thromboembolism since (B)(6) 2014, trauma since (B)(6)2014, unspecified breast disorder since (B)(6) 2014, unspecified disorder of liver since (B)(6) 2014, uterine rupture since (B)(6) 2014, viral hepatitis since (B)(6) 2014, anesthesia procedure since (B)(6) 2012, ovarian cyst, benign essential hypertension, transient hypertension of pregnancy, unspecified deficiency anemia, chlamydial infection, gestational diabetes, glucose tolerance impaired in pregnancy, nausea, pap smear abnormal, cervicitis human papilloma virus, diabetes, transient hypertension of pregnancy, pain chest, gallbladder removal, liver enlargement, chronic headaches, smear cervix abnormal, corpus luteum cyst, urine output decreased, shoulder pain, incisional drainage, bowel obstruction, abdominal distension, respiration rate increased, blood in urine, anorexia, basilar atelectasis, acute cystitis, right upper quadrant pain, cloudy urine, ache, shortness of breath, diaphoresis, dilated stomach, pulmonary embolism, urinary tract infection, dysuria, bladder incontinence, hypothyroidism, pelvic adhesions, hemorrhagic ovarian cyst, hyperkeratosis, cramp in lower abdomen, flatus and edema abdomen. Family history included breast cancer (maternal grandmother and paternal aunt.) And cervical cancer (maternal grandmother.). Concomitant products included levothyroxine since (B)(6) 2014 for hypothyroidism as well as estradiol (B)(6) 2014 to september 2017, hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen from (B)(6) 2014 to (B)(6) 2017 and venlafaxine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse)not able to have a sex for a year and half"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,psych injury"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy and right salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menstrual disorder, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously date of essure insertion was given as (B)(6) 2014 and now (B)(6) 2014. 2 coils were seen on the left. He had to separate my bladder from the uterus since it was embedded. Date: (B)(6) 2017. Discrepant information: essure coils visualized and appear to b e normal position without migration or kinking. Plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right and left fallopian tubes appear to be occluded. There is no abnormal filling defect in the uterine cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure embolization coils noted in the uterus, anxiety, abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet documents received, lab data and event bleeding: general abnormal bleeding were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.